Manufacturer narrative:
Driveline repair 30oct2023 was reported under manufacturer report number 2916596-2023-07772. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient called on 15jan2024 afternoon for a low speed alarm. They had a driveline repair 30oct2023 with known wire degradation still present after repair. Log files showed a pump off event. The log continued to capture driveline fault alarms throughout the event history. In addition, the log captured 7 low speed alarms and 3 pump stops on (B)(6) 2024. This indicates that a phase to phase short exists within the driveline in addition to the driveline faults. The alarms had continued. The patient had been updated to status 1 on the heart transplant list and will remain in the hospital until they received a new heart. The patient reported they did not feel anything with the pump stops. Driveline repair 30oct2023 was reported under manufacturer report number 2916596-2023-07772.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal wire fatigue. The pump was returned assembled with the driveline cut approximately 2¿ from the pump body. The remainder of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) and the outflow conduit (graft lumen, bend relief, and bend relief collar) were returned secured to their respective pump ports. An additional severed segment of graft lumen was also returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to any flow or functional issues. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Continuity testing was performed and revealed an open circuit condition on the yellow wire. Minimal tension was applied to the yellow wire during a pull test, and the yellow wire fractured off from the rest of the electrical leads at the pump housing. No additional discontinuities or shorts were identified on the remaining wires. Visual inspection of the wires revealed breaches in the insulation of the orange, yellow, and green wires approximately 0.25¿ from the pump housing. The driveline was then submerged in a saline bath for hipot testing to check for additional current leakage through each wire's insulation, and no further breaches were identified. The breaches in the orange, yellow, and green wires would have caused the pump stop events captured in the submitted log file. Additionally, the fracturing of the yellow wire conductors would have caused the driveline fault alarm that was also active in the log file. The observed wire damage appeared to be a fatigue failure resulting from abrasion against the braided shield and repetitive flexing. During the investigation there was an incidental finding that the protective wrap surrounding the electrical leads in the motor capsule appeared cracked, brittle, and discolored/scorched. Manipulation of the leads during disassembly caused all of the wrapping to break off. The electrical lead connections to the terminals of the motor capsule were properly soldered and encapsulated in silicone; however, discoloration/scorch marks were noted surrounding all three pins. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Records showed that (B)(6) was assembled with motor capsule serial number (B)(6). This document includes steps for soldering the percutaneous cable to the motor capsule and inspecting the solder. The heartmate ii left ventricular assist system instructions for use (rev. C) discusses driveline damage due to wear and fatigue and includes driveline care instructions. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. The heartmate ii left ventricular assist system patient handbook (rev. C) contains information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and patient handling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that patient was worked up for transplant due to multiple issues with driveline in intensive care unit (ICU). The patient did not feel anything with the driveline issues. The patient underwent a heart transplant on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.